Event description:
It was reported that the customer was sleeping and the pump turned off. Customer put a new battery in and it is now working. Customer's blood glucose level was over 600 mg/dl. Customer had a blank display on the pump and used a duracell battery. Customer does not have a new aaa alkaline battery to test with the pump. Customer will be shipped a replacement battery cap. Customer checked her alarm history and found a low battery alarm followed by a no power alarm prior to the pump losing power. Customer stated that she must have been asleep when the alarms went off and did not hear them. Customer agreed that her blank display was due to her low battery. Customer treated using a manual injection. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).